Manufacturer narrative:
The insulin pump failed displacement test due to out of phase motor encoder signal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 265mg/dl. Troubleshooting was performed. The drive support cap appears normal. The device was not exposed to a high magnetic field. Assisted the caller to run a displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.